Event description:
Cypher stent implanted on (B)(6) 2009, device expired 2 days prior to implantation. No known injury or harm to patient occurred from placing the expired device to date. Patient is enrolled in an approved institutional review board research study which is closed to enrollment in follow-up phase.